Manufacturer narrative:
The reported events were helix damage and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. The measured full helix extension length, helix retraction and extension, x-ray examination and electrical testing was within product specification. The cause of the reported event of a helix mechanism issue was due to blood clogging the helix at the helix region. No other anomalies were seen.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited failure to extend of the helix and helix damage. The physician made several attempts to implant the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition throughout.